Event description:
Information received by medtronic indicated that there was a transient leak from the valve of the sheath and air ingress during aspiration. The sheath was replaced to continue the cryoablation procedure. There was no patient injury.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft was intact with no apparent issues. The reported leak and air ingress could not be reproduced. Many aspiration / injections were performed without having air bubbles or leaks; the hemostatic valve was leak tight. The sheath passed the inspection as per specification. This report will be recorded and trended. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities the potential leak in the hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths, which can result in air ingress during aspiration. The initial decision for this event was not MDR reportable since the sheath passed inspection as per specification. Decision changed to reportable following revision to medtronic cryocath regulatory reporting criteria effective 04/23/2013.